Event description:
Discordant, falsely low sodium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). One sample was repeated on an unknown instrument and one sample was repeated on an alternate dimension vista instrument and both samples resulted lower upon repeat. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the rotary valve, the integrated multisensor technology (imt) module, and a mixer. The cse advised that the imt module was still under repair. Siemens is investigating this issue.